Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor reset during troubleshooting. The cause for the resets was isolated to a intermittently defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns).